Event description:
It was reported that the nurse stated they started therapy this morning. The arctic sun device was alarming low flow 01/02 and current water flow rate (wfr) was 0.2 l/min. They have made sure the tubing was straight and tried connecting pads to a different port. Confirmed they were using large pads. Nurse emptied pads and disconnected, informed nurse to reconnect with proper technique. Resumed therapy, pads primed to water flow rate (wfr) was 0. Had nurse stop, empty pads, and disconnect pads. Device alarmed 07, empty pads not complete. Nurse disconnected over a container. Walked through enabling manual control and started. Diagnostics showed that the water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 47 percentage, system hours 1,413, pump hours 0. Added left leg pad water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -5.5 psi, and circulation pump command (cpc) was 65 percentage. Add right leg water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -6.6 psi, and circulation pump command (cpc) was 65 percentage. Added right chest pad water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -6.3psi, and circulation pump command (cpc) was 81 percentage. Added left chest pad water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -7.2 psi, circulation pump command (cpc) was 25 percentage. Informed nurse this chest pad seems to be the issue. Suggested nurse to swap out the pads, they did not have universal pads to exchange just the chest pad. Walked through disabling manual control. Nurse would swap pads and call back if they are still having issues, (B)(6).

Manufacturer narrative:
Initial reporter complete facility name: (B)(6), medical center ((B)(6)). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.